Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator (ICD). Further information was requested but not received.

Manufacturer narrative:
Correction - e1 - reporter first/given name and reporter last name should be empty rather than "himanshu" and "shukla." Correction - g2 - report source - "health professional" should be unchecked.

Event description:
New information received notes that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. Patient condition was stable.